Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the portex endotracheal tube, the customer noticed that the inflation line was broken off. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.